Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag (cmag) motor and console failed while in patient use on extracorporeal membrane oxygenation (ECMO). The equipment was exchanged. It was said the patient was stable, alert and awake.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag extracorporeal membrane oxygenation (ECMO) support not working as intended was unable to be confirmed. The centrimag 2nd generation primary console (serial number (B)(6)) was not returned for analysis. Reported information stated that the customer swapped out all equipment and put the patient back on support. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag primary console (serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) and operation manual can be found on the electronic IFU page of the abbott website. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.